Event description:
A malfunction was reported with a malfunction code 9, but no notable events occurred prior. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer did not have charging supplies to reset the pump and planned to call back when they were available; meanwhile, the patient relied on manual daily injections.